Event description:
It was reported that there were concerns this right ventricular (rv) lead perforated the patient. Technical services (ts) is to review the call. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that ts reviewed the reports. Ts noted the lead exhibited gradually increasing shock impedance that remained within range, increasing high capture thresholds, low amplitudes, and a decrease in pacing impedance. The pacing impedance remained within range. The lead remains in use. No adverse patient effects were reported. Additional information received indicates the patient experienced a sharp chest pain. A computed tomography (CT) scan was performed, which suggested perforation. A lead extraction is planned. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was extracted. The lead extraction occurred without a boston scientific representative. Thus, no further information is available. No additional adverse patient effects were reported.